Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is experiencing neck pain in addition to los of stimulation. X-rays confirmed the patients' scs leads have migrated. No additional information is available at this time.